Event description:
Information received from the field does not address the patient's clinical status but notes no sensing on the atrial channel and no output. Stored egms showed noise one week post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received